Event description:
During review of the programming history available to the manufacturer, it was found that a faulted diagnostics test had previously occurred on (B)(6) 2006 resulting in an unintended change in settings. Although a final interrogation was performed, only the output current was corrected to the previous setting at the same visit. The pulse width was not corrected until (B)(6) 2006 and the off time was not corrected until (B)(6) 2007. No adverse events have been reported as a result of the issue.

Manufacturer narrative:
Analysis of programming history.